Manufacturer narrative:
Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that the patient's pump was removed in (B)(6) 2012 because she had "noticed she had no feeling of when her bladder was full" and she was "leaking all the time." The patient noted this had started in 2010 when she had a "little bit of a leak." The patient believed it was related to her pump therapy. No falls or traumas were noted. The patient further stated that in 2009, when she would sneeze or cough, she experienced mild incontinence. The patient noted having used a foley bag, and then she had a urinary catheter put in prior to removing the pump.